Event description:
It was reported the compression device would not slide into the device for nail fixation. It is reported the device was in contact with the patient. It is reported there was no patient injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.